Event description:
In 2009, the patient's husband reported the patient has had elevated blood glucose readings up to "hi" with her target reading being 120 mg/dl. He stated he did not think her insulin infusion device is properly delivering insulin. He stated that beginning about the previous month, the patient began to experience increased urination and when she tested her blood glucose, it was elevated. She tried to bolus to correct her readings but her readings continued to elevate. She switched to her backup infusion device and her blood glucose returned to normal. She then switched back to the primary infusion device the next day, and her blood glucose again began to elevate. She once again switched to her backup infusion device and her levels returned to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.